Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2025, an arthrex employee reported via email that an ar-9560-24-2 24mm +2 lat baseplate exhibited an issue in which the central feature intended for the glenosphere screw was not threaded. No additional details were provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined that the reported allegation is consistent with a known manufacturing issue. To address this, a nonconformance has been opened.